Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I¿m just with the surgeon at the (B)(6) and he has made a design complaint about the newly launched calcar reamer. This isn¿t specific to this lot number but more a design issue in general. Due to the modular nature of the system. When the handle ((B)(4)) is screwed onto the end piece ((B)(4)). The end of the thread protrudes by 1-2mm which means it¿s impossible to get a totally flush cut with the top of the broach. The surgeon feels this has potential for issues with allowing the collar to sit flush with the neck cut for why it¿s designed. This complaint was made today whilst I was in theatre with him. I¿ve attached a picture for your reference. Code: (B)(4), lot so2034182; (B)(4), lot pg272845. (B)(4). This is a general complaint and doesn¿t involve one particular patient or increased operating time but we would like it registered as a potential design error

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.